Event description:
The customer observed positively biased hdlc, chol and trig results with quality control fluids. The magnitude of the bias could lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: troubleshooting revealed that the vitros dt60ii system's fors (fiber optics reflectance system) assembly was out of adjustment resulting in biased results. The device was repaired and restored to expected performance. The root cause of this event was mechanical.